Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal rate was set higher than the max basal limit. The pump emitted an alarm to indicate that it exceeded maximum limits. A review of the history showed the basal was set to 2.1u/hr and the max basal was set to 1.5u/hr. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the history showed that the ¿max basal rate (msb)¿ was set at 1.5u/hr, but the active basal program was set to 2.1u/h, which exceeded the max basal rate and led to multiple ¿cs171¿ warnings on (B)(6) 2014. The total daily dose calculated correctly and reflected the daily programmed basal rate. The pump reflected 24u after a 24hr on 1u/hr duration test. No alarms or warnings occurred during the investigation. The keypad was undamaged and was properly responsive to button presses. The pump performed within specifications. The history settings issue was not duplicated during investigation. There was no defect found.